Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pcee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 1/2. In addition two gst60g cartridges were received. The cartridge (b) was received fully fired. The reload (c) was received partially fired 1/2. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. No functional test was performed due the conditions of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided for the device, a device history could not be performed. The lot history records were reviewed for the reloads and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: what were the indications for surgery? --- no information from the hospital. Did the surgeon notice that the tissue was abnormally thick or dense? --- yes. Approximately how far did the knife advance prior to stopping? --- no information from the hospital. What troubleshooting steps were taken to open device? --- after converting to open, the doctor cut the target tissue by electric scalpel around the jaw to open the device. Was the device difficult to close? --- no information from the hospital. Were there any unusual noises heard? --- no information from the hospital. Was there any damage noticed to device? --- no information from the hospital. Did the surgeon wait 15 seconds for tissue compression prior to firing? --- no information from the hospital. Did the surgeon use pulse technique or single firing? --- no information from the hospital. Other additional information from the sales rep: the surgeon said the knife might not return because a part of neoveil¿ tube got stuck with the knife. What is the current patient status? ---the patient was stable.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife stopped on the way of the 2nd firing. The device was used with neoveil¿ tube type since the target tissue was thick due to interstitial pneumonia, and the cartridge color was green. The knife was released with the knife reverse switch. Then, the same device loading gst60t stopped at the 3rd firing. The jaws did not open even though the manual release lever was used. Then, the procedure was converted to an open surgery, and the case was completed.